Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during dwell four of five. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm to the hp. The tsr assisted the hp to end therapy. The hp would complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.